Manufacturer narrative:
The customer reported that the cns (central monitoring system) has video card issues. The cns was returned to(B)(4). After it was loaned to an unknown hospital. It was reported that the issue was found when the device was returned to (B)(4). The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive will need to be replaced to resolve this issue. Currently waiting for a purchase order from (B)(4). The cns will be repaired and returned to herc as soon as the purchase order for repairs is received. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) has video card issues.

Manufacturer narrative:
: The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. The hard drive was replaced to fix the issue. The repaired device was returned to the customer on 12/04/2015.